Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically compressed. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend and retract. A visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited positioning difficulty and was unable to advance through the tricupsid. It was observed prior to the implant attempt that the rv lead helix was retracted; however, when the ev lead was removed, it was noted the helix was extended but at no time was a rotation tool used to extend the helix. The rv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.